Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Unit shows an autofill failure at 1513, no other alarms or faults in this time window around 1600. Units shows a loss of signal (no trigger) at 1731, preceded by multiple "leak in iab circuit" alarms. The stm advised the biomed to place a simulator and intra-aortic balloon (iab) on the iabp and run it overnight. The iabp ran 12 hours before the system ran out of helium due to the helium tank being closed. Stress tested unit without issue. The stm could not reproduce the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown twice. No patient harm, serious injury or adverse event was reported.